Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a posterior capsule rent occurred. The iol was not stable inside the capsular bag; therefore, the iol was removed and another iol was implanted. The patient is perfectly alright. Additional information has been requested.

Manufacturer narrative:
The initial report was inadvertently documented as a posterior chamber rent and should have been documented as a broken haptic that took place before the surgical procedure was completed and there was no surgical intervention required. If the corrected information regarding the broken haptic had been noticed prior to the initial report an MDR malfunction report (FDA form 3500a) was not required as per MDR guidance document and exemption no.1-iol-e1996004, as haptic breakage. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a broken haptic occurred. The iol was not stable inside the capsular bag; therefore, the iol was removed and another iol was implanted. The patient is perfectly alright.